Event description:
Customer's wife reported back to back blood sugars of 423 mg/dl and 190 mg/dl on her advantage system. No adverse events reported. Requested return of suspect device and replacement was sent.